Event description:
The user facility reported that the angio-seal device did not close the arteriotomy. Tech had to hold pressure. Patient condition was good. Procedure outcome was good. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided b3: date of event: requested, unknown d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name : requested, not provided e3: occupation: technician the actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been deployment difficulty resulting in insufficient closure and manual compression. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).